Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) on the lcd screen due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify low battery, lost sensor alarms or button keypad/audio anomalies due to critical pump error (open book image) alarm. Device was received with cracked case (battery tube), cracked battery tube threads, label damage. Device p-cap / test reservoir lock in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the enter button sticks and alarm was not as loud as it used to be, frequent battery changes and crack on the back of the insulin pump, getting lost sensor error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.